Event description:
The device was used to analyze the pt rhythm and rendered a shock advised decision. Paramedics who were on scene at the time stated the pt had pulseless electrical activity, and therefore, was not a candidate for defibrillator therapy. The device was removed from the pt and pt monitored with a manual defibrillator. The pt was not resuscitated. The rptr stated the pt outcome was not affected by device operation, due to a lack of pt viability.